Event description:
This catheter was being utilized for the dilatation of an 80 - 90% stenosis in the left renal artery of an 88 year old female pt. No guiding catheter was utilized. The catheter was aadvanced into the lesion over a tad ii guide wire. An inflation devicce that did not have a pressure meter was used to inflate the balloon. During inflaation the balloon burst. When the catheter was removed, the balloon was no longer attaaached to the shaft aand could not be locaated. The pt did not demonstratesymptoms of arterial obstruction at the time or 24 hrs later on 1/26/94. On 1/27/94, the pt presented in the emergency rm complaining of a cold right foot. A raadiographic exam revealed a calcuim-like object in the superficial femoral artery over the femoral head. The pt was taken into surgery where the object was removed and identified as the balloon from the dilatation catheter. The surgery was completed w/o the need of a graft and the pt has been recovering uneventfully. Additionally, the stenotic lesion in the left renal artery was determined to have been successfully dilated with the device beefore the balloon burst...device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.